Manufacturer narrative:
The logfile analysis revealed no indications for a device malfunction apart from frequent power cycling of the device. The display in question as well as the pcb backlight converter were also available for investigation. The hardware analysis within the manufacturer¿s lab revealed the pcb as well as the connection cable between display and pcb mobi to be faulty. It could be determined the connection cable probably was broken during repair when disassembling the display for the complaint investigation. Therefore, the faulty pcb backlight converter was concluded to be the root cause of the reported symptom. If the display of the primus device becomes black, the integrated monitoring can no longer be used. However, the ventilation continues with the last valid settings. The continuation of automatic ventilation can be detected by the movement of the breathing bag (reservoir). Alarms and warnings continue to be signalled by an additional independent led. The acoustic alarms are also independent of the display issue. Mode changes can be conducted with default settings by using the keys and selection knob. Manual ventilation in man/spont-mode and switched off-state remains possible. If known before, this case would not have been assessed reportable. The replacement of the affected component has already solved the problem and no further issues have been reported; there were no patient consequences reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device failed during use on a patient. It was reported that the display failed but it could not be confirmed whether or not also ventilation and gas delivery failed. The patient was ventilated manually. Reportedly there was no injury.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device failed during use on a patient. It was reported that the display failed but it could not be confirmed whether or not also ventilation and gas delivery failed. The patient was ventilated manually. Reportedly there was no injury.